Event description:
Surgeon reamed and broaches appropriately for size 11 securfit stem. Surgeon had difficulty advancing real stem to intended depth. Stem was sitting "proud" by several millimeters. Stem was extracted and canal was reamed and broached again for the 11 stem. Second attempt was successful. Surgeon was able to reduce hip with a -5 head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(6).

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Seating height of pressfit stems is dependent on multiple factors, including but not limited to: quality and technique of bone preparation, patient bone morphology and quality, and implantation technique. Without additional clinical records such as x-rays and operative reports the root cause of the event cannot be confirmed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon reamed and broaches appropriately for size 11 securfit stem. Surgeon had difficulty advancing real stem to intended depth. Stem was sitting "proud" by several millimeters. Stem was extracted and canal was reamed and broached again for the 11 stem. Second attempt was successful. Surgeon was able to reduce hip with a -5 head.